Event description:
It was reported that on (B)(6) 2011, the lead exhibited noise, low impedance and an insulation anomaly. On (B)(6) 2011, it was reported that the patient was shocked. The lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.